Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. Upon triage on (B)(6) 2016, it was discovered that the unit had no audible alarm.

Manufacturer narrative:
Submit date: 10/27/2016. An investigation of kangaroo epump was performed for the reported condition of; the unit has no audible alarm. The unit was triaged and the complaint was confirmed. The cause of the reported condition was due to the unit¿s the unit¿s gearbox and a damaged component on the unit¿s main board. The unit¿s main board and gearbox were replaced to correct the issue. The unit was then fully tested; unit passed all testing. The unit was manufactured in 2008. A review of the device history record shows this device was released meeting all manufacturing specifications.